Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited oversensing and noise. These triggered multiple episodes of ventricular tachycardia (vt). Furthermore, there were out of range pacing impedance measurements, measuring less than 200 ohms on the right ventricular (rv) lead. The physician independently opted to deactivate the device, as they were confident that the rv lead was fractured. They also performed a screening for ICD and it came back positive. The plan was to have this device replaced soon and, in the meantime, therapies were deactivated. Technical services (ts) recommended x-ray imaging to check on lead integrity. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited oversensing and noise. These triggered multiple episodes of ventricular tachycardia (vt). Furthermore, there were out of range pacing impedance measurements, measuring less than 200 ohms on the right ventricular (rv) lead. The physician independently opted to deactivate the device, as they were confident that the rv lead was fractured. They also performed a screening for ICD and it came back positive. The plan was to have this device replaced soon and, in the meantime, therapies were deactivated. Technical services (ts) recommended x-ray imaging to check on lead integrity. No adverse patient effects were reported. Additional information received indicated that the physician was thinking to switch for a sicd for this patient. They performed a screening that was ok for at least 2 positions. During this time, the therapy has been disabled to protect the patient. No adverse patient effects were reported.